Event description:
Prosthesis implanted in 10/94, initially the prosthesis was effective, approx 2 months after surgery the prosthesis could no longer be pumped up. Upon physician examination it was determined that there was no fluid in the prosthesis, resulting in the explantation and reimplantation of a penile prosthesis.